Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h5; h6; h10. Visual examination of the provided photograph identified the device as fractured. The product was not returned for further evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was confirmed by review of provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use with nicks and gouges and is fractured. Additional testing identified the fractured surface as overload failure, as evident by the presence of hackle marks, river lines and striations features on the fracture surface. The root cause of the previous investigation does not change and remains as cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the pad of the impactor instrument fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.